Event description:
Event description cpi received information that the rate sensing portion of this endotak down-sized plus lead was capped. The patient with an implantable cardioverter defibrillator (ICD) and this lead was experiencing oversensing and inappropriate therapy. The physician elected to perform an invasive procedure to replace the rate sensing portion, in order to remove the pin from the device the physician tried to loosen the screws on the header. On one screw he broke off, another screw broke in such a way that is was impossible to remove the broken part of the screw driver from the inside of the screw. A new ICD was implanted.